Event description:
Information received from the article, fischer s, perez ma, kurre w, et al. Pipeline embolization device for the treatment of intra- and extracranial fusiform and dissecting aneurysms: initial experience and long-term follow-up. Neurosurgery. 2014 oct; 75(4):364-374. A total of 65 patients (41 females and 31 males) with 69 fusiform or dissecting aneurysms (38 located in the posterior circulation and 31 located in the anterior circulation) underwent endovascular ped (pipeline embolization device) treatment. Six cases experienced ped deployment difficulty. Case# 5: treatment of a va (vertebral artery) v4 aneurysm. The patient presented with mrs (modified rankin scale) = 0. The patient underwent ped treatment involving a pipeline and silk device. During the procedure, it was reported there was a proximal dislocation of the pipeline and silk device into the aneurysm. A microsnare was used to resolve the issue, but withdrawal caused a mild dissection. Another procedure was performed to occlude the parent vessel. Post procedure, the patient had non-permanent headaches and the mrs = 1.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).